Event description:
It was reported that the fluid ingress or oxidation underneath the plastic part of the barrel clamp. There is also discoloration on the metal part at the end of the barrel clamp too. There was no patient involvement.

Manufacturer narrative:
Omit a040502 - corroded (1131) omit b21 - type of investigation not yet determined omit c21 - results pending completion of investigation omit d16 - conclusion not yet available additional information: returned to manufacturer on device eval by manufacturer? Reason code for no evaluation if other specify imdrf annex a code imdrf annex g code imdrf annex b code imdrf annex c code imdrf annex d code manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd

Manufacturer narrative:
Initial reporter addr 1: (B)(6). A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the fluid ingress or oxidation underneath the plastic part of the barrel clamp. There is also discoloration on the metal part at the end of the barrel clamp too. There was no patient involvement.